Event description:
It was reported that the patient underwent pump exchange on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Section d4: additional information. Section h3,4: additional information. Section h6: correction. Manufacturer's investigation conclusion: the evaluation of the device confirmed internal driveline wire damage that would have contributed to the reported alarms and pump stoppage events captured in the submitted log file. The device was returned assembled with the driveline (dl) severed approximately 8.5¿ from the pump housing. The distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of the device, visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity was performed on the returned portion of the driveline and all wires were found to be electrically intact. No discontinuities or shorts were induced during this test, despite manipulation of the driveline. Areas of severe breakdown in the metal braided shield were observed at the base of the pump housing and approximately 2.5", and 6.5¿ through 7¿ from the pump housing. Visual inspection of the dl revealed breaches to the insulation of the black, brown, red, and yellow wires at the base of the pump housing. All of the observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of the black, brown, red, or yellow wires contacted the braided shield while the system was operating on a tethered power source, the resulting short to ground would have resulted in the alarms and pump stops that were confirmed through the submitted log file. Similar events would have also occurred from a phase-to-phase short if the exposed conductors from two of the different phases made direct contact with each other or simultaneous contact with the braided shield on either the power module or battery power. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, address how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These sections also outline indications of driveline damage as well as the how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Per user facility voluntary medwatch 3400300000-2019-00004. B5: patient admitted (B)(6) 2019 with noted issues that lvad alarms were happening on a grounded power cable. Pt transitioned to non0grounded power cord at the time with alarms stopping. Engineers arrived, fixed cable, and no further alarms on grounded cable noted. Pt now admitted (B)(6) 2019 with positional stop pump alarms and pump stopping when patient tries to stand or move. Controller exchanged without correction of issue. Pump emergently exchanged (B)(6) 2019 for power cord complication and lvad pump stoppage. The issues occurring on (B)(6) 2019 were addressed in MFR # 2916596-2019-00396.

Manufacturer narrative:
Weight: additional information was requested, however was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that pump stoppages were observed. Technical services representative reviewed the submitted log files, and pump stoppages were confirmed. Pump was explanted on an unknown date. Additional information was request, however was not provided.